Event description:
It was reported that the package of the xpert stent was opened and the flush end was removed from the packet. The central lumen was then flushed and the tip was positioned to pass over the guide wire, when it was noted that the first strut was partially exposed. The stent was shown to the physician who felt that it might not be partially deployed and that it may be able to be retracted. However, the physician noted that the tuohy-borst was loose, as contact with the end made the stent deploy further without intentional motion. The stent was not usable and was therefore not used in the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device noted that the stent implant was stationary on the stent holder, but not between the markers. The first three rows of the distal end were partially expanded. Overall, a conclusive cause for the premature deployment could not be determined. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. Based on the available information reviewed, there is no evidence to indicate the presence of a product deficiency.